Manufacturer narrative:
(B)(4). The used device was not returned for analysis, which may have aided in narrowing down the possible root cause. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was found. The event was possibly related to a hub assembly issue during manufacturing. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions to address this issue have been implemented. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and mild calcification in the superficial femoral artery (sfa). The armada 35 ll balloon catheter was advanced to the target lesion; however, contrast was noted leaking at the transition point on the catheter (at the black hub). The balloon would not maintain adequate pressure due to the leak. The device was removed from the patients anatomy. A new balloon catheter was used to complete the procedure successfully. There was a minimal delay in the procedure; however, there was adverse patient effect reported. No additional information was available.